Manufacturer narrative:
Root cause could not be determined since client's legal representative refused to allow an investigation. Physical evidence review from photos suggests most likely underlying cause to be an impact to the seat with considerable force, not normal use within specification. Investigation will be conducted once legal representative releases the seat to acorn.

Event description:
Grandson of user called to report that seat had snapped and user had fallen.